Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a reported leak could not be confirmed during a sample evaluation, and a root cause relating to the titanium adaptor was undetermined. A labeling review of the homechoice systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter that leakage was found from a non-specified pd catheter. The doctor stated that it was not clear if the perforation on the pd catheter was a defect or if it was caused by the titanium adaptor. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.